Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer stated that her blood glucose reading was not transferring to her insulin pump as she was getting unable to connect message. Blood glucose level at the time of the incident was 600 mg/dl which was treated with manual injection. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. During troubleshooting, the customer was able to perform high pressure test and it was passed. It was reported that the high blood glucose event was resolved. The insulin pump will not be replaced for analysis.